Manufacturer narrative:
The system was examined and the reported event was not replicated. However the company representative performed a photo-monitor (pmon) calibration, as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 17, 2010. Based on qa assessment, the product met specifications at the time of release. Root cause: the system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the laser is not working properly and having trouble cutting. Additional information has been requested, but none has been received to date.